Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22129024. D4: medical device expiration date: 02-dec-2025. H4: device manufacture date: 01-dec-2022. Investigation summary: a complaint of set not priming properly and issues of leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of flow issues and leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22129024 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector was clogged. The following information was provided by the initial reporter: have not included anyone else in this email, but we have a serious problem with our j-loops. The end connection that goes directly to the cath is not flushing properly. It gets stuck (even unclamped), and you have to really force it at which point you here a loud "pop". This has happened to just about everyone up here but was just brought to my attention yesterday and the person that brought it to me did not know if it was a certain lot number or perhaps someone using it wrong etc.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of set not priming properly and issues of leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of flow issues and leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mp5303-c because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector was clogged. The following information was provided by the initial reporter: have not included anyone else in this email, but we have a serious problem with our j-loops. The end connection that goes directly to the cath is not flushing properly. It gets stuck (even unclamped), and you have to really force it at which point you here a loud "pop". This has happened to just about everyone up here but was just brought to my attention yesterday and the person that brought it to me did not know if it was a certain lot number or perhaps someone using it wrong etc.